Event description:
It was reported two weeks post implant that the right atrial (ra) lead displayed no capture at maximum outputs, under sensing and small p waves. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.